Event description:
Patient implanted with bifurcated and cuff devices in 06. Physician indicated on 30-day follow up form that patient had a type I endoleak 3 months post implant (4/19/06). A secondary procedure was done to implant an additional cuff and palmaz stent to successfully resolve the endoleak.